Event description:
It was reported, the patient had their battery replaced on (B)(6) 2009 due to end of life. It was stated, the surgery was difficult because there was some concern about impedances and the healthcare provider was worried the leads might have pulled back. It was noted x-rays were taken on (B)(6) 2009 which confirmed the leads had pulled back from the original position at c2 down to c4. Reportedly, implanting a paddle lead was discussed to make migration less likely. It was reported, the patient had their percutaneous lead removed on (B)(6) 2009 and two hinged leads implanted. It was stated intraoperative testing was performed and the patient had good coverage of their right upper extremity. It was noted, the patient had some tingling in their feet but the right upper extremity coverage was appropriate. Reportedly, the patient met with their healthcare provider on (B)(6),2009 and had at least a 40 percent improvement. It was stated there was difficulty getting coverage to the patient¿s right fingers but it was helping her right forearm. It was also stated, there was intermittent stimulation in the patient¿s right foot. It was reported the cause of the event was due to impedances and the leads pulled back from c2 to c4. It was stated, the lead or extension had been dislodged or migrated. It was stated the patient required hospitalization and recovered without sequelae.

Manufacturer narrative:
Product ID: 3888-28 lot# l33762, implanted: 1995 (B)(6), explanted: 2009 (B)(6), product type lead product ID: 3708340 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type extension product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).